Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the right femoral artery in a 79-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella leg was cold, mottled, and had no pulse. It was noted that the patient was on high-dose vasopressor support. The plan was to withdraw care when the family arrived. While on support, the device functioned as intended for lv unloading at p-8 at 3.3l/min with d5w sodium bicarbonate in the purge solution. After one day on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, dependent on vasopressor support, complicated by stage d shock. Limb ischemia is a known risk in patients on high-dose vasoactive support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.